Event description:
Allegedly the patient was revised due to fracture at base of the modular neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00733. This report will be updated when the investigation is complete.